Event description:
Obtained a blood glucose result of 250 mg/dl, while using the suspect device. Patient indicated that she was not feeling well (shaky and weak) and phoned emergency medical services for assistance. Upon paramedics' arrival, the patient's blood glucose reportedly measured 88 mg/dl, on emt's blood glucose monitor (time duration between reading of 250 mg/dl and reading of 88 mg/dl was not provided). Reporter stated that patient was transported to the hospital, where she was given intravenous fluids (contents not provided) and food. Patient reportedly remained hospitalized for 4 days. Reporter did not provide any additional details of patient's diagnosis or treatment. Patient's current condition: still weak, being treated by a home health nurse. Quality control testing was performed on the suspect device and the results fell outside of the acceptable range.technical support requested the return of the suspect product and replacement product was shipped.